Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Reportedly, the customer reloaded the existing cartridge or loaded a new cartridge successfully and received an accurate fill estimate. Additionally, it was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer loaded a new cartridge and was able to clear the alarm and resume insulin therapy. Customer's blood glucose level ranged from 135 mg/dl to 182 mg/dl. Customer continued to use the pump for insulin therapy.